Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4) the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: flow too high. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Note: the reported issue was in reference to the flow pressure being too high, and not a report of an over infusion. This issue did not cause an over infusion. The pressure being out of range would not affect the pump's volumetrics. Failure analysis and investigation results confirmed the reported issue. When the pump was tested, it was discovered that the pressure values were out of range and the pump was unable to calibrate. Upon further investigation, it was discovered that this was the result of a damaged drive inside the pump. The complete drive was replaced, and the pump was able to calibrate and pass all technical safety checks. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.